Event description:
A peritoneal dialysis (pd) patient experienced cloudy fluid, feeling unwell and sick with temperature and rigors. The cause of the events were not reported. It was unknown if the patient was hospitalized or treated for the event. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.